Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing which led to unnecessary shock therapy delivery and high out-of-range pace impedance measurements. The rv lead was suspected to have fractured. Subsequently, this rv lead was explanted and replaced. The device was explanted. No additional adverse patient effects were reported.